Event description:
The customer reported that the system failed to allow fluoroscopic exposure and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
Non conclusion can be drawn as repair info was not reported.